Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they ran into a bunch of rolled up posters and jerked their head back upon impact, it was stated that they could feel a cord loose under the skin where the stimulator was in the back of the neck. The patient had relocated and had called contacted their previous manufacturer representative (rep) in the spring 2015 and was given the contact to a rep in their new location but they had not heard back regarding an option for a managing physician. The symptoms were located at the lead region in back of the neck area. The pressure on their neck really hurt the patient and even wearing a light apron impacted it and it was not comfortable. The patient kept their stimulation on and left it on all the time. The patient ran into the posters and hit their forehead and jerked the head back. The patient has had the pressure in the back of the neck area since (B)(6) 2015. The patient did not currently have a managing physician for the stimulation therapy yet which was the reason for the report. They were scheduled to see their primary care physician on (B)(6) 2015 and would work on a referral as the next step. Other relevant medical history includes spinal pain and complex reg pain syndrome type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer noted that the cord was protruding from his neck under the skin. The patient had not had any appointments yet, but had an appointment with a pain management doctor scheduled for (B)(6) 2015. The patient was not sure if the cord protruding could be addressed at the appointment. If additional information is received, a follow-up report will be sent